Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: ophthalmologica. 2025;248(2):89-100. Doi: 10.1159/000543748. Epub 2025 jan 24. Pmid: 39864421. Https://doi.org/10.1159/000543748.

Event description:
Clinical outcomes of the paul® glaucoma implant for secondary glaucoma after vitreoretinal surgery. The aim of the retrospective study was to report clinical outcomes from a single-center cohort undergoing paul®glaucoma implant (pgi) surgery for secondary glaucoma after vitreoretinal surgery between april 2021 to may 2023, a total of thirty-three eyes of 33 patients undergoing paul®glaucoma implant (pgi) surgery for secondary glaucoma after vitreoretinal surgery were included in the study. These patients consist of 21 males and 12 females. The mean age was 59.81 years (range, 16¿81 year). During the procedure, the competitor¿s paul® glaucoma implant. 6-0 prolene suture that is inserted into the tube for partial occlusion.7/0 vicryl traction suture is passed through the limbal cornea, and the eye rotated accordingly. The conjunctiva is opened at the limbus and plate is fixed with two 9-0 ethilon sutures at 10 mm from the limbus, and the tube shortened to the required length. The tube is then fixated with non-ethicon 9-0 nylon ¿box suture¿ onto the sclera. (Unknown manufacturer). The tube is covered with a patch graft (either tutopatch¿ or tutoplast¿) and fixated with fibrin glue(unknown manufacturer). The conjunctiva is closed with fibrin glue, two 10¿0 nylon corner sutures, and two 10-0 mattress sutures (unknown manufacturer).follow up at least 1 year. Reported complications: 6-0 prolene suture. - had developed a hyphema-n=4 treatment: not reported - had a self limiting hypotony with choroidal detachment-n=1 treatment:not reported -two eyes had double vision one resolving spontaneously, while the other required strabismus surgery treatment:not reported. In conclusions,pgi surgery is an effective procedure for reducing both iop and topical therapy in patients with uncontrolled secondary glaucoma following vitreoretinal surgery. Non-glaucoma-related procedures can be safely performed after pgi implantation with good iop control.